Manufacturer narrative:
Analysis confirmed gear train anomalies of corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. The previously reported eval code-conclusion was updated.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
A motor stall occurred on (B)(6) 2015. The patient did not have an MRI at that time. There was also a report of a motor stall having occurred on (B)(6) 2015 at 10:00 am. The stall was confirmed via device interrogation (event logs). There was reportedly no electromagnetic interference (emi) or magnetic interaction. The pump was refilled and updated on (B)(6) 2015. The patient was admitted to the hospital on (B)(6) 2015 with seizures. The patient had an MRI that day for the seizures, and when the pump was checked after the MRI, the motor stall had recovered at 2:30 pm. The patient was having symptoms which began on (B)(6) 2015. They thought they were going through withdrawal. The patient was in the hospital for ¿another issue as well¿, and they were having blood problems showing up on blood work and were having fevers. As of (B)(6) 2015 they were waiting to replace the pump, which was to occur ¿shortly¿. The patient had reached the elective replacement indicator (eri) a little while ago. The patient was reportedly receiving effective therapy. The pump contained sufentanil, clonidine, and dilaudid (hydromorphone).

Manufacturer narrative:
After receiving the device for analysis, the previously reported eval code-conclusion of was updated.

Event description:
Additional information received from the health care provider (hcp) reported that device was replaced on (B)(6) 2015 due to a motor stall, and sent back to the manufacture for analysis. It was noted that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.